Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the in-clinic interrogation showed a lower battery longevity estimate for the cardiac resynchronization therapy defibrillator (crt-d) than the battery longevity estimate from the remote transmission. It was determined that the in-clinic programmer had not been updated and the remote transmission estimate was correct. There was no issues observed on the crt-d and the crt-d remains in use. The programmer remains in use. No patient complications have been reported as a result of this event.